Manufacturer narrative:
Device analysis results: the device related to the reported event of deflation was received on 27/jul/2017 with lot number 2158332. Visual analysis identified fold creases, wear abrasion, brown particles in fill channel, and an opening on the anterior. A leak test was performed which identified leakage per brown particles. These particles were removed and, subsequently, a leak test was performed which identified no leakage in the valve. Microanalysis identified one smooth opening on the crease assessed as fold flaw opening. A fill inspection was performed and found no blockage in the valve. Based on the device analysis the final assessment is: smooth crease assessed as fold flaw opening.

Event description:
Healthcare professional additionally reported device has been explanted and the patient was involved in an accident, but it is unknown if the accident caused the deflation.

Manufacturer narrative:
Device labeling addresses: ¿potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.¿

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.